Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working. The customer¿s blood glucose level was unknown at time of incident. Insulin pump was exposed to the moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. Upon further review of the unit's interior, electrical board is heavily corroded--around the battery connectors, on the flex cables, and on the back of the lcd display. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible. Finally the middle (enter) keypad button is cracked.